Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case, lower case, ring cover, ring and battery drawer were broken/missing. It was also noted that the battery contacts were compressed, the output connector was broken, the battery release and lead flex cover were contaminated and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) has a broken battery door, the top is cracked, and the top ring and cover are missing. There was no patient involvement.